Manufacturer narrative:
The recipient's magnet strength was reduced. On (B)(6) 2016, the recipient was treated with keflex 50mg a day for 1 month and rifampin 200mg a day for 1 month. The recipient was recommended non-use of the device until after revision surgery. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Event description:
The recipient is reportedly experiencing irritation, redness and granulation tissue at the implant site. In (B)(6) 2016, the recipient had developed granulation tissue at the implant site and was treated topically. On (B)(6) 2016 the granulation tissue reformed and the silk tie down suture was removed without opening the wound. The recipient's skin had healed, however, the soft tissue thickening has persisted. On (B)(6) 2016, the recipient was treated with antibiotics (type unknown). Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient's device was reportedly not explanted. The recipient underwent a surgical procedure on (B)(6) 2017 to clean the area. The recipient was medically cleared at the beginning of (B)(6) 2017 to resume use of the device. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. The recipient remains implanted. This is the final report.